Event description:
It was reported that, "during a surgical procedure, the jaw snapped off when the surgeon grasped tissue. The broken piece was retrieved from the pt's abdomen. There was no pt injury and the procedure was not altered."

Manufacturer narrative:
The device was rec'd and decontaminated. The qa engineer will eval the device and submit a report to me. At that time, I will submit a supplemental report.